Event description:
It was reported that the device powers on but displays a bunch of lines, and no data is coming across, it was just a blank screen. Tried putting a new screen on and still having the same issue. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d5: operator of device is unknown; no information has been provided to date. Device evaluation: one device was received. Per visual inspection, the liquid crystal display (lcd) window was cracked in the corner, battery door foam was missing. Per functional testing, there was no display image on startup. The complaint was confirmed. The root cause was the screen contrast was out of adjustment. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Readjusted screen to proper contrast. Replaced damaged lcd window, missing battery door foam. Replaced naphion tubing and absorber as preventative maintenance (pm). The device passed all functional and delivery tests.